Event description:
Received information stating customer's pump was exposed to water and unexpectedly shutdown 15-20 minutes later. The customer's blood glucose level was impacted.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up report will be submitted.